Event description:
I had a (B)(4) hip resurfacing device put in 2007. Six to eight months later began having back pain, and nausea. Had x-rays done by my surgeon, went to a back doctor, everything checked out ok. Problem progressively got worse to the point I had to use a cane to walk. In (B)(6) 2010, my hip dislocated, while I got out of bed, rushed to hospital in ambulance, hip put back in place. Second dislocation a week later, I got out of a chair, rushed to hospital in ambulance again hip put in place. I went to my surgeon each time, he said if the hip dislocated again, it would have to be removed; however, I told him I was going for another opinion. He suggested a surgeon that specialized in hip problems. I made an appointment to see him two days. The second surgeon told me hip would have to be removed if dislocated again. Two hours after my appointment I got up from my office chair and the hip dislocated again, back in the ambulance and to the hospital. Then the nightmare began; second removed the bhr, and told my wife he had never seen such a mess, all the tissue and muscle surrounding my hip had deteriorated, and was gone. I spent the next 9+ months in the hospital, 2 more surgeons from different fields operated on me, in all I was in the operating room 12+ times. I fought for my life with infection for several months. Thanks to faith, determination to live, good friends, good nurses, good doctors I survived. However, I am home in a wheelchair with no hip. The affects this has had on my wife, my family, grandchildren is devastating. I am on disability, not allowed to drive. I was a real estate broker for 28 years. My life is in utter turmoil.